Event description:
It was reported approximately six weeks post chronic catheter implantation the device allegedly leaked. The patient experienced swelling and was treated with antibiotics, however the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown investigation summary: the device was returned for evaluation. Visual and functional evaluation were performed. The investigation is inconclusive for fluid leak as the clinical conditions could not be reproduced. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately six weeks post chronic catheter implantation the device allegedly leaked. The patient experienced swelling and was treated with antibiotics, however the current status of the patient is unknown.